Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 01:53:00.during night drain cycle eight, the patient's ultrafiltration reading was 1277ml, indicating the home patient (hp) drained 1117ml more than their maximum programmed fill volume of 1600ml.this information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up MDR will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). Review of the device's therapy log revealed that the user had an ultrafiltration (uf) volume of 1277 ml during therapy initiated on (B)(4) 2011 at 1:53, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy in which the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4) clinical hazards list. Review of the event log revealed the actual drain volume for cycle 8 was 2532 ml on (B)(4) 2011 at 12:02:47. The actual drain volume of 2532 ml is 158.3% of the largest prescribed fill volume (lpfv) of 1600 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.